Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor pad fractured and the procedure was completed with another impactor. No additional information is available at this time.

Manufacturer narrative:
The reported event was confirmed as visual examination of the returned product identified the device had fractured into multiple pieces and had cracks on one side. Nicks and gouges indicative of use were also noted. Fracture analysis of the fracture surface identified surface artifacts consistent with an overload fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.